Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient had developed an itchy irritation. The patient's doctor prescribed a lotion to use on the irritation. After using the lotion, the patient reported that the irritation healed.